Event description:
Left sided facial twitching when cheek lifted, and restless legs, after 18 sessions of transcranial magnetic stimulation (left sided coil stimulation). New onset, no prior similar effects prior to treatment. At face at rest no visible twitching. FDA safety report ID# (B)(4).